Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to his feelings/ normal blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 930am. It was reported the patient obtained blood glucose result of "163 mg/dl" with the subject meter. The patient manages his diabetes with novolog insulin and lantus insulin (29 units). It is not known if the patient made changes to his usual diabetes management routine. Prior to the start of the alleged issue, the reporter claims the patient felt a symptom of shaky. The patient treated self with food and/ or drank a beverage. On the evening prior to the alleged results, it was reported the patient obtained a blood glucose result of "52 mg/dl" with the subject meter. The reporter denied the patient tested on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which tested within range. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The products involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.